Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s mother stated the reaction was located on the abdomen and was treated with cortisone cream. Patient visited a dermatologist on (B)(6) 2017 and nothing was prescribed. At the time of contact, it was indicated that the patient was ok. No additional event or patient information is available.